Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a male pt who received super poligrip free denture cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included bad vision of eye. Co-suspect medication included super poligrip extra care with poliseal ((B)(4)). On an unk date, the pt started super poligrip free denture cream (dental). At an unk time after starting super poligrip free denture cream, the pt experienced leg numbness and occasional loss of balance. The pt reported that approx four or five months ago, he was diagnosed with neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip free denture cream was discontinued. At the time of reporting, the event of occasional loss of balance was resolved. The events of neuropathy and numbness in legs were unresolved. Consumer reported that he was diagnosed with neuropathy four or five months ago and has numbness in his legs and loses his balance occasionally. The event of neuropathy and numbness in his legs is not resolved. The event of loses his balance is currently resolved.

Manufacturer narrative:
Super poligrip free denture adhesive cream and super poligrip extra care with poliseal are manufactured in (B)(4) and neither the products nor lot numbers are available. (B)(4). Additional lot # & expiration date: unk.